Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette. Pt stated that the "bubbles" on the cassette were filled with liquid when she opened the door. Pt reset up with new cassette and was able to complete treatment. Pt had no adverse effects. Sample is not available for return; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.